Event description:
It was reported that the patient experienced very intense burning at the pacemaker location. The patient experienced intense pain, myofascial hypersensitivity syndrome next to the connector and the cable tract until the patient. It was stated ¿changed the position of the.¿ the next text appears to have been cut off and follow up is being conducted to determine what was changed positions. The outcome was resolved on (B)(6) 2013. The patient¿s status at the time of report was alive with no injury.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, implanted: (B)(6) 2012, product type: lead. (B)(4).